Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter was occluded causing urine to leak around the meatus.

Manufacturer narrative:
Received 1 used silicone temp-sensing foley catheter only. Visual inspection noted no obvious defects. Functional testing was performed via a flow rate test. Water flowed properly through the catheter without any interruptions or difficulties. The catheter was found to be within specifications. A dimensional evaluation found that the drainage eyes were within specifications. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The complaint was unconfirmed as the product met specifications. The instructions for use state the following: "proper techniques for urinary catheter maintenance: secure the foley catheter. Use the statlock® foley stabilization device if provided maintain a closed drainage system by utilizing pre-connected, sealed catheter-tubing junctions. Maintain unobstructed urine flow and keep the catheter and collection tube free from kinking. Keep the collection bag below the level of the bladder or hips at all times. Empty the collection bag regularly using a separate, clean collection container for each patient". The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.